Manufacturer narrative:
The insulin pump was received with a severely scratched lcd window and bleeding lcd glass. A compromised force sensor system alarm was noted during the prime/compromised force sensor system test at 4lbs due to a faulty force sensor resistor. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer was trying to put in a new reservoir when the alarm occurred. Customer's blood glucose was 15 mmol/l. Customer has not treated and will have to call for a back-up plan. Customer was advised to remain disconnected from the pump. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.